Manufacturer narrative:
Additional information - g4, g7, h2, h3, h6, h10. The device was not retuned for evaluation as it was still placed to the patient. No device history record (DHR) review or retain sample was possible as no lot number was identified. The information provided is not enough to determine a possible root cause. Also, the information provided states that the pseudomeningocele disappeared over time with no impact to the patient. No photos of the reported condition were provided and therefore, the complaint is considered unconfirmed.

Manufacturer narrative:
The device will not be returned to the manufacturer for analysis as it still implanted in the patient. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the id4501i duragen 4x5 1 pack ce was used on (B)(6) 2020 for a craniectomy and the procedure was completed. After surgery, a pseudomeningocele was confirmed outside the dura. It disappeared over time and the patient had no symptoms. The physician decided to observe the patient without medical intervention. No patient information was available.